Manufacturer narrative:
H10: the sample was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye noted a female connector separated from the main body. The reported condition was verified. The direct cause of the event was determined to be inadequate solvent application to the set during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a peritoneal dialysis (pd) transfer set. As the customer was removing the minicap disinfectant cap, when the dark blue female connector unscrewed from the light blue main body of the transfer set. This occurred prior to patient use of the device for pd therapy. To resolve this issue, the customer replaced the set with a new transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.